Manufacturer narrative:
The inari devices were discarded by the user facility and are not available for evaluation. The device identifiers were not provided, however, the lot history records of all potential lots shipped to the facility were reviewed and there were no discrepancies or unusual findings. There was no report of any device malfunction. Based on the information reviewed, there is no evidence to indicate the presence of a potential quality issue with respect to manufacturing, design, or labeling. The case was reviewed by inari's chief medical officer, who concluded that the event was the result of inadvertent catheter perforation. Cardiac perforation, cardiac tamponade, and cardiogenic shock are identified in the labeling as possible adverse events/complications. Manufacturer reference #: (B)(4).

Event description:
A female patient with a bilateral pulmonary embolism (pe) presented to the emergency department and was scheduled for a thrombectomy with the inari flowtriever system on (B)(6) 2024. The clot age was estimated at 8 days. The initial thrombectomy was successful in removing approximately 80% of the clot burden, but the physician wanted to retrieve a small clot remaining in the truncus anterior. The physician attempted to pass the triever16 curve over a wholey guidewire to the right truncus anterior. However, the right ventricle perforated and the patient arrested; a code was initiated. The patient was unresponsive for 30 minutes, however, intervention measures (extracorporeal membrane oxygenation (ECMO) and intubation) were ultimately successful in achieving return of spontaneous circulation (rosc) and the patient's vitals were stable. Pericardiocentesis was performed with a large volume (300 cc) of blood removed and returned via the inari flowsaver and the inari intri24 sheath. The patient was transferred to the ICU in stable condition and will be evaluated for any further intervention.